Manufacturer narrative:
This report is to retract report 2017865-2021-18259. Submitted on 17 may 2021. This report was erroneously submitted.  This is a not a reportable event.   All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18258. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.